Event description:
Same event as MFR report# 2134265-2009-00743. It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties were encountered. The 80-90% stenosed lesion was located in the mildly calcified and minimally tortuous ramus. The ultra2 monorail (mr) cutting balloon was advanced to the lesion with some difficulty. The ultra2 mr cutting balloon was inflated once to 6 atms without difficulty. Following deflation, the physician encountered difficulty withdrawing the ultra2 mr cutting balloon from the lesion and into the wiseguide guide catheter. As the ramus was very short, the physician deep-seated the guide catheter in order to remove the ultra2 mr cutting balloon. The ultra2 mr cutting balloon was not able to be reinflated either inside of the guide catheter or outside of the body, however, no rupture was observed. The ramus artery shut down (no infarct) after the ultra2 mr cutting balloon was removed. This was treated only with unspecified medicine. The pt was released the next day and status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.